Event description:
It was reported that during a ptca treatment procedure, the iq guidewire fractured at the region of the spiral tip. The lesion being treated was a highly calcified lesion in the tortuous left anterior descending coronary artery. About 5 cm of the spiral tip of the guidewire remains in the lad as retrieval attempts were unsuccessful.